Event description:
It was reported that the patient experienced no external power alarms despite being connected to power. The cause of the alarms was not identified. The patient was asymptomatic at the time of the alarms. The lcd screen was not illuminated correctly at the time of the event for the first time. The patient was at home during the event. The system controller was exchanged emergently which resolved the alarms and lcd display issue. It was noted that the patient recently started radiation therapy for metastatic prostate cancer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was not confirmed; however, the reported event of a lcd issue was confirmed via the downloaded log file. A review of the downloaded controller event log file (d5170903) spanned approximately 8 days ((B)(6) 2024 and (B)(6) 2024 per time stamp). On (B)(6) 2024 at 10:44:13, a controller internal fault alarm activated due to an lcd_com fault. The alarm lasted through the remainder of the log file. The driveline was disconnected on (B)(6) 2024 at 22:39:29, reconnected, and then disconnected again at 23:06:29 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. A review of the downloaded controller periodic log file (d5170903) spanned approximately 11 days at 1-hour intervals ((B)(6) 2024 per time stamp). There was no loss of power observed in the log file. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. Additional information provided stated that the lcd issue resolved with the system controller exchange. A root cause for the reported events cannot be conclusively determined through this analysis. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power and controller fault alarms. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.